Event description:
The patient had liver resection surgery and went into cardiac arrest with respiratory failure following the use of a pump. Patient is now ok. Nurse may have used wrong pump for the patient. The saf was set at 14 ml/hr.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this complaint has not been received, but is expected. Additional information has been requested from the initial reporter. This complaint is under investigation.